Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report that the infusion set leaked due to a split in the tubing. The customer's blood glucose reading went up to 700 mg/dl. The customer was able to change the infusion set and treated with the insulin pump. The customer's infusion set was replaced, and will be returned. The insulin pump was not replaced or returned.